Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable was broken at the 6th and 7th hole. The grips displayed no damage and the blade was not exposed. The instrument was unable to be tested due to the broken cable. The instrument had zero uses left. No other damage was found. Remote fe investigation found the instrument was installed 2 consecutive times at the start of instrument usage. The instrument worked properly and was reinstalled 1 separate time and then had 2 incomplete errors followed by a cut complete. The instrument was used for about 25 minutes. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable snapped on the wrist portion of a vessel sealer instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.